Manufacturer narrative:
Patient is over 18 years old. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-02605. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the colonoscopy procedure, the first resolution clip was positioned at the target site and grasped tissue; however, the clip would not separate from the delivery system after completing the deployment steps. The physician had to jiggle and shake the device in order to release the clip onto the tissue; however, the clip then fell off the tissue and into the patient. The clip was not retrieved. A second resolution clip (manufacturer report # 3005099803-2011-02605) was advanced to the target site and grasped tissue; however the same issue occurred and the clip would not separate from the delivery system after completing the deployment steps. The physician had to jiggle the device and the clip finally released and stayed attached to the tissue. The procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition was reported to be 'fine' post procedure.